Event description:
Information received by medtronic indicated that the insulin pump was giving too much of insulin. Customer had horrible low blood glucose level. No harm requiring medical intervention was reported. Troubleshooting was performed successfully however, the customer will continue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
(B)(4). Retainer ring = black. On (B)(6) 2022, the customer alleged the device over delivery and low blood glucose. Device received with blank display. The test p-cap locks properly in place in the reservoir compartment noted. Device received with cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, serial number label missing, corroded battery tube during the visual inspection. Unable to utilize thus and carelink software to download trace/history files properly due to blank display. Unable to perform the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, sleep current test, active current test, and delivery accuracy test due to blank display. Device was cut open to perform visual inspection and found moisture damage on force sensor and in corroded battery tube. In summary, device passed all required testing. Unable to verify customer complaint for low blood glucose. Customer alleged for the device over delivery was unknown due to blank display. Blank display was confirmed during analysis due to moisture damage in corroded battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.